Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they where having an issue with priming the insulin pump. The customer's blood glucose value was unknown. Customer stated that she rewind the insulin pump and was having issues priming was getting the customer to rewind and prime again. The insulin pump will not be returned for analysis.